Event description:
It was reported that a patient passed away on (B)(6) 2012. The patient went into status and was not able to break out of it. The exact relationship to vns is unknown. The device was programmed on at the time of the patient's death. Additional information received revealed that the patient's device was removed prior to cremation; however, the device was discarded and is not available for return. The cause of death per the death certificate was status epilepticus. The death was determined to not be sudep. Good faith attempts to obtain additional information were unsuccessful.